Manufacturer narrative:
Concomitant products: 86233, 86233 2.5mm basic cfls murphy non dehp, (lot# unknown) 86233, 86233 2.5mm basic cfls murphy non dehp, (lot# unknown) 86233, 86233 2.5mm basic cfls murphy non dehp, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were four endotracheal tubes that had disconnection from the connector as shown in the attached photo inside the packaging prior to use. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the picture showed the device with the connector detached inside the pouch. It was reported that four endotracheal tubes were found disconnected from their connectors. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: the 15mm connector is seated so that it can be removed with effort if cutting of the tube is desired. Follow the instructions if cutting is considered. Do not use lubricating jelly to ease connector reinsertion, as it may contribute to accidental disconnection. If shortening of the endotracheal tube is needed, use medical judgment to determine the appropriate tube length for each individual patient. Before intubating the patient, cut the tube, reinsert the 15mm connector, and verify the connector is firmly seated in the tracheal tube. If the device is damaged or the integrity of the sterile barrier has been compromised, do not use the product and contact your covidien representative for further information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.